Event description:
Report 2 of 2 a customer complained about what was described as discrepant positive d(rh1) antigen typing results for two samples from the same patient in conjunction with their ortho vision ID mts analyzer. Complainant/complaint reporter: (B)(6)- medical technologist. Date of events: (B)(6) 2021. Reported on: 13 december 2021 by the customer to ortho care help desk. Reagents ortho mts a/b/d monoclonal & reverse grouping card lot 062121037-05, expiry date 25 march 2022; manufacture date 25 june 2021 software version: not provided. Patient information: patient known to be a d(rh1) negative. The customer reported that, on (B)(6) 2021, a first sample from the patient was tested for d(rh1) antigen typing using ortho mts a/b/d monoclonal & reverse grouping card in conjunction with their ortho vision ID mts analyzer and that they had obtained a positive reaction with 4+ reaction strength. As per site policy and as the result was discrepant from patient history, a second sample was recollected from the patient to be tested for d(rh1) typing. The customer reported that on the same day they had tested this second sample from the same patient for d(rh1) antigen typing using the same reagent lot and with the same analyzer and that they obtained a positive reaction with 4+ reaction strength. The customer reported that they performed additional testing in weak d typing using tube method and quotient anti-sera reagent anti-d(rh1) blend and anti-d(rh1) fusion and obtained the expected negative results for d(rh1) antigen typing. The customer reported that no other patient result was affected and that the qc samples results were as expected. The customer reported that no biased result was reported to a physician. The customer reported that the patient was not harmed as a result of the reported events.

Manufacturer narrative:
Mxp2402737. Qerts# 501447. Email address for contact office above is: (B)(6). Discrepant positive d(rh1) antigen typing results for two samples from the same patient. The root cause could not be determined. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed.